Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi29190 was released in a single batch. Batch1: lot qty of 53 units were released on 04 jul 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that xpdm quick-con si poly scwdrvr the tip of the screwdriver was broken, and broken fragments were not returned no other issues were identified however the embedded condition cannot be confirmed since no x rays were provided. The dimensional inspection was performed, and it is within the specification limit. The observed condition xpdm quick-con si poly scwdrvr in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the xpdm quick-con si poly scwdrvr. While no definitive root cause could be determined, it is probable that the xpdm quick-con si poly scwdrvr was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: - expedium si quick connect polyaxial screwdriver dimensional inspection: measured dimensions: shaft od near the tip = conforming device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a spinal fusion (s1) surgery. During the surgery while inserting screw, the tip of the screwdriver was broke. The generated fragments are left in the screw core. The procedure was completed without surgical delay. The patient outcome was unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown ). This complaint involves (1) device. This report is for (1) xpdm quick-con si poly scwdrvr. This report is 1 of 1 for (B)(4).